Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and the final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a CABG surgery on an unknown date and suture was used. The suture broke during surgery. There is no reported patient consequence.